Event description:
It was reported that therapy was working for the patient¿s legs, but not in their back. The reporter stated that when they tried to reprogram their implantable neurostimulator (ins) they just put the stimulation in their stomach. It was noted the patient was living with just coverage in their legs. Additional information received reported the patient had been working with the healthcare professional (hcp) and manufacturing representative for many years since implant. It was noted the ins was working for the patient¿s legs, but not their lumbar spine. It was further noted the patient met with a manufacturing representative a couple of months ago for reprogramming. The reporter stated that when they tried to fix the stimulation they only felt stimulation in their stomach and not in their lumbar spine. It was noted the patient had been seen manufacturing representatives for reprogramming since implant. The reporter stated that when the manufacturing representative tried to reprogram, it felt like it was tearing their stomach apart. It was noted the patient stated their hcp was concerned about lead placement. It was further noted the patient stated their leads were not hooked up properly during implant and their hcp does not want to do further surgery due to the risk of infection. It was noted the patient was having other medical issues unrelated to the device and they needed to have an MRI of the cervical spine, but they cannot have one. The reporter stated they were frustrated because they could not have an MRI and they are having major cervical medical issues. Additional information received reported the patient was having a problem with the wires in their back. The reporter stated the wires connected in their back seemed to be getting worse. It was noted the area of where the wires are located was tender and sensitive. It was further noted the patient addressed this with their hcp two weeks ago. It was noted the patient had a warm feeling at the pocket. Additional information received reported the patient was still having concerns regarding their device or therapy, but were working with their healthcare professional or manufacturing representative. It was noted the patient had an appointment on (B)(6) 2013. It was further reported the stimulation was in the wrong location. It was stated the manufacturing representative have tried to make the device ¿work up higher in patient¿s back, but the stimulation was cutting up into stomach.¿ it was stated the stimulation is only in patient¿s legs and majority of pain from legs was coming from back which was not addressed. It was noted the patient was diagnosed with spinal stenosis in (B)(6) and had a CT scan. It was reported she went to a neurosurgeon on (B)(6) which showed a fusion in her neck, the ¿arthritis had grown in and basically pushed her neck forward and was cutting off the spinal cord.¿ it was further reported the device does help in her legs, but a physician recommended patient switch to a newer device to allow patient to have MRI for medical issues. It was stated the patient had nerve problems and physician did not want to put her through painful myelograms that could make her worse. It was further reported the patient was scheduled for device replacement on 10/21/2013, but was cancelled due to insurance. It was further reported the patient went for physical therapy for her back and it felt like the ¿wires were pulling right where the wires are clustered on her back with a lot of pain.¿ it was stated after physical therapy the ¿pain started getting worse and a little swollen in that area.¿ it was noted the patient had nerve problems on her lumbar and did not have nerve problems in her upper back until (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# v011827, implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).